Manufacturer narrative:
The field service engineer evaluated the instrument and found two tip clamps in the reported problem area of the pipette assembly were slightly bent and needed to be replaced. They were also coated with dried specimen as a result of lld failure. The tip clamps were replaced. All lld contact springs were replaced. The instrument was tested without further problem and returned to service.